Event description:
It was reported that the patient's neurologist observed high impedance on the patient's device. An x-ray was performed but there was no indication of lead damage or a fracture. The patient underwent surgery and generator diagnostics were fine. The surgeon examined part of the lead near the generator and they observed some liquid inside the silicon insulation. The surgeon had never performed a lead revision previously and therefore did not feel comfortable moving forward with a lead replacement at that time. No known surgical intervention has occurred to date. No other relevant information has been received to date.